Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a broken haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The surgeon also reported that the capsular bag was torn when introducing the viscoelastic and an anterior vitrectomy was performed. The capsular bag tear and the vitectomy were unrelated to the iol.